Manufacturer narrative:
(B)(4). Of the 2 devices reported, a total of 1 device was received for evaluation. Additional lot# r9541j. (B)(4).

Event description:
This report summarizes <noe> 2 </noe> malfunction events involving a total of 2 actual devices for tissue pad detached. These events occurred during use by a healthcare professional.

Manufacturer narrative:
(B)(4). Of the 6 devices reported, a total of 6 devices were received for evaluation. Additional lot# r94d69; r9454l; r94k5h.

Event description:
This report summarizes 6 malfunction events involving a total of 6 actual devices for blade tip broke off. These events occurred during use by a healthcare professional.